Event description:
It was reported that the customer experienced resistance during the fill process. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.